Event description:
The reporter called and alleged discrepant results when compared to the lab for three patients. The reported device results were 8.0, 5.7 and 6.5 inr. The corresponding lab results reported were 2.8, 4.1 and 3.3 inr. No treatment was given to patients one and two. Patient three is unk because the reporter did not research the patient's chart. The device was replaced and requested to be returned for evaluation.